Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he woke up in the back of the paramedics due to a low blood glucose level. Customer's blood glucose level was 21 mg/dl. The customer's blood glucose level was treated with an IV. The programming on the insulin pump was incorrect. The insulin pump may have delivered a bolus that was not programmed. The customer was not hospitalized. The self-test passed. The device was not returned.